Manufacturer narrative:
The investigation for the reported issue has been completed. The data logs were reviewed, the pump and purge cassette appeared to be primed for approximately 10 minutes before the pump was inserted. The pump was returned and primed with dyed purge fluid. No leaks in the system were observed. The pump was then run in a bucket of water and no air bubbles were produced. The root cause of the suspected air bubbles was most likely use related as no functional issues with the impella were found and the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported viewing possible air bubbles in the patient's ventricle during support. There was no other indication of an issue with the device. The pump was removed proactively, and a new pump was placed. There was no reported adverse impact to the patient.